Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02096.

Event description:
The patient was undergoing a coil embolization procedure in the opthalmic artery (oa) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician made the first attempt to detach the smart coil into the target vessel using the handle and reported that the smart coil only partially detached at the detachment zone. The smart coil was then retracted back into the non-penumbra microcatheter and re-positioned in the aneurysm. During the second attempt to detach, the smart coil was successfully implanted into the aneurysm using the handle. However, the patient's blood pressure increased which caused the physician to realize that the aneurysm had a minor re-bleed while re-positioning the coil. After the re-bleed was under control, a third smart coil was implanted using the same handle and the procedure was successfully completed. There was no report of an adverse effect to the patient.